Event description:
An implantable pulse generator (ipg) system was returned from an unknown source with no information. Information identified in the manufacture¿s database indicated the patient died approximately 19 days post implant of the ipg system approximately 4 years ago.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned. Visual analysis of the lead was performed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The device(s) associated with this adverse outcome was/were returned from an unknown source with no information. The patient died greater than two years from today. No contacts/events regarding the system have ever been received/reported. Consequently, contact information to complete follow-up is not reasonably known. Therefore, attempts for additional information cannot be made. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-58 lead implanted: (B)(6) 2009. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.